Manufacturer narrative:
Device history record and other documentation were reviewed for the reported lot, in which lot d0121 underwent bacterial endotoxin testing, bioburden testing, and sterility testing, all of which yielded passing results. Environmental monitoring of the clean room includes particulate testing and microbial testing, which yielding passing results for the month that product was assembled and packaged. The valve is double sealed within an inner pouch and an outer pouch. Both the inner and outer pouches are inspected with leak testing to evaluate the seal integrity and seal strength to evaluate the strength of seal. Lot d0121 yielded passing results for both leak testing and seal strength testing, so there is no evidence that the sterile barrier of this lot was compromised. Once product is returned from sterilization it is handled in a separate room to ensure product segregation of sterile and non-sterile product. Product packaging and instructions for use indicate not to use device if package is damaged. Customer did not report damaged package prior to use. No product or process non-conformances were found during the course of the investigation and the device could not be confirmed as the source of the incident. This is the first and only report that nwm has received of infection while agv products are being used and is not indicative of a public health threat.

Event description:
The initial tube shunt surgery was uncomplicated. On post op day 1 after initial uncomplicated tube shunt implantation of right eye there was concern for panophthalmitis and orbital cellulitis of the right globe, patient could not open eye or move eye. Patient was evaluated with CT scan (concern for orbital inflammation, proptosis and fluid pocket near tube shunt) and b scan (scleritis and choroidal thickening, no significant vitritis) in the wills ER, IV broad spectrum antibiotics were started, and patient was taken to the or the same day for urgent tube shunt explant. During tube explant there was noted to be at least 4-5 clock hours of superotemporal corneoscleral melt and the tube shunt plate was filled with pus, and copious amounts of pus were expressed from the superotemporal subtenons space. Device implanted on (B)(6) 2021, tube shunt explant on (B)(6) 2021 and enucleation to control infection on (B)(6) 20/21. No patient death.